Event description:
Reporter indicated that the pt had high lead impedance on normal mode and system diagnostics. No trauma or manipulation was reported that could have contributed to the event. Pt is scheduled for replacement surgery. Upon review of available programming history, it was noted that the pt had system diagnostics resulting in high impedance in (B) (6) of 2007.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.